Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that under expansion and restenosis occurred. In (B)(6) 2019, the target lesion in the mid-distal right coronary artery (rca) was treated with balloon angioplasty, cutting balloon, a 4.00 mm x 38 mm synergy stent, a 5.00 mm x 32 mm synergy stent and a 5.00 mm x 22 mm non-boston scientific stent. Post intervention, coronary angiography revealed under expansion of the synergy stents which was treated with orbital atherectomy, cutting balloon angioplasty and high-pressure balloon inflation. In (B)(6) 2022, the patient presented with stable angina. The patient was on a prior regimen of aspirin (>= 72 hours) and antiplatelet medication other than aspirin (>= 72 hours) at the time of index procedure. A loading dose of 81 mg of aspirin was given prior to the index procedure. Coronary angiography revealed in-stent restenosis with under expansion in the rca. The target lesion was 20 mm long with a reference vessel diameter of 4.0 mm. The target lesion was predilated using a 4.00 mm x 30 mm balloon. Following pre-dilation, the lesion was successfully treated with 5.00 mm x 20 mm nc emerge balloon with 20% residual stenosis and timi flow of 3. The patient was discharged on aspirin and clopidogrel.